Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure and are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that there was a request for interrogation of the downloaded files. Patient stated to have suspected clot with grinding and vibrating of the pump with sounds. It was stated that the patient presented with low flows and fatigue. Patient continues in the hospital with pump in place until transplant.  It was stated that based on the log files this appears to be inflow or outflow obstruction. It was further stated that a pump exchange was suggested and site is opting for urgent transplant. No additional information available.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 9 low flow alarms have been logged since (B)(6) 2016. 5 high watt alarms have been logged since (B)(6) 2016. Starting on (B)(6) 2016 at approximately 23:07 a sudden sustained decrease in estimated flow and power consumption to below normal operating range has been logged. Parameters returned within normal operation on (B)(6) 2016. An echocardiogram revealed decreased flow through the outflow of the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to an occlusion of the inflow or outflow of the pump which may have resulted in insufficient blood flow through the pump leading to contact between the impeller and housing surfaces due to impeller imbalance likely contributing to the reported "grinding noises". Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: it was reported from the clinical study site that the patient experienced continuous low flow alarms at home, admitted and found to have a pump dysfunction. It was also stated that there were abnormal sounds, vibrating sound. It was stated that it was either thrombosis or magnet off balance. It was stated that the patient was hospitalized on (B)(6) 2016 and on (B)(6) 2017 had an urgent explant and transplantation. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.